Manufacturer narrative:
(B)(4). Explant all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 21.5 diopter intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because a ocular response analyzer (ora) gave wrong calculations leading to the wrong size lens for the patient, which gave the patient too much correction for astigmatism. Pre-operatively, the target refraction was -.050 and the refraction was -0.50 +0.50 x 070. However, the post-operative refraction was -225 +275 x 005, best corrected visual acutity (bcva) 20/25, and current orientation of iol was 38 degrees. There was no incision enlargement or vitrectomy performed. Reportedly, the patient is doing well. The lens was replaced with a zcb00 21.0 diopter iol. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.